Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that in the ICU, when opened the package, the suture was stuck to the package. When looked direct inspection, the package was stuck to the suture. The operation time was extended within 30 minutes. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint #:(B)(4). Date sent to the FDA: 9/4/2024. This report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - were there any unexpected outcomes or complications as a result of the prolonged surgery time?=>no - was there any change in the patient¿s post-operative care due to the prolonged procedure?=>no - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. =>the device has been received at sukagawa and will be shipped. Please check rmao. H3 investigational summary: the product was returned to ethicon for evaluation. One empty foil and two labeled winding former with suture and two detached needles were received for analysis. Product code vr945. Upon visual assessment of the winding formers, it was observed that the sutures had begun to degrade, resulting in the inability to dispense them from the winding formers. Additionally, the needles were found to be detached from the sutures. The foil packet was examined and excessive wrinkles and holes in the cavity were observed due to handling. Per the sample condition, the functional test cannot be performed.